Event description:
It was reported during site visit by bd representative that there was a channel disconnected event involving syringe pump and auto-ID module while a patient was being transported from the picu. Due to this, medication stopped infusing. There was patient involvement but no harm. Per customer's internal investigation, event logs revealed there was an intermittent connection between the auto-ID barcode scanner and one of the syringe pumps. Biomed was able to replicate the intermittent connectivity issues, and suspected the connectivity issues were due to malfunctioning iui connectors and a cracked rear case on the barcode scanner. Biomed replaced the barcode scanner rear case, as well as the barcode scanner female iui connector, also replaced both iui connectors on the syringe pump. All devices subsequently passed their preventative maintenance testing and will be returned to service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Omit: c20 - no findings available. Correction: medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, PMA / 510(k)#, device manufacture date. Additional information: imdrf annex a, g, b and c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. It was determined through investigation of the returned devices that the initially reported suspect device with serial number# 12863594 is a concomitant and this file has captured the correct suspect device with serial number# 15300552 as per investigation report.

Event description:
It was reported during site visit by bd representative that there was a channel disconnected event involving syringe pump and auto-ID module while a patient was being transported from the picu. Due to this, medication stopped infusing. There was patient involvement but no harm. Per customer's internal investigation, event logs revealed there was an intermittent connection between the auto-ID barcode scanner and one of the syringe pumps. Biomed was able to replicate the intermittent connectivity issues, and suspected the connectivity issues were due to malfunctioning iui connectors and a cracked rear case on the barcode scanner. Biomed replaced the barcode scanner rear case, as well as the barcode scanner female iui connector, also replaced both iui connectors on the syringe pump. All devices subsequently passed their preventative maintenance testing and will be returned to service.